Event description:
It was reported the patient was unable to establish communication between his ipg and charger. The patient reported he had not recharged his ipg in several months. The patient also reported he attempted to use multiple chargers to no avail and the patient's programmer reflected a communication error. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. Effective therapy was restored postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿patient did not recharge¿ was confirmed. As received, the ipg was non-responsive as a result of being depleted for an extended period. The patient reported not charging the ipg for more than 90 days; hence this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.